Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield did not retract when applied to tissue. The surgeon used another instrument to complete the procedure. No pt injury was reported.